Manufacturer narrative:
No button error alarm during testing. Unit had unresponsive button due to corroded esc, act, up and down buttons on keypad trace. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a button error alarm. Customer's blood glucose was unknown. The insulin pump will be replaced. No additional information provided.